Event description:
The patient had magnetic resonance imaging after presenting with left-sided weakness and speech difficulties. After the imaging, the weakness seemed to spread to include more left sided areas including the foot and arm. The patient was in clinic at the time of the report, was aware, and able to speak. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4)